Event description:
Add'l info rec'd (B)(4) 2012: addendum to report filed on (B)(6) 2012. Would like to add sigma rotating platform is a part of knee prosthesis.

Event description:
Pt stated that she had a depuy knee joint implanted on (B)(6) 2012. She said she began to have swelling soon after. Pt contacted her surgeon and was told that it was normal to swell after this type of surgery. In (B)(6) 2012, she developed a lump on her knee. Pt stated that her primary care physician ran several tests and concluded that there were no infections. She alleged that an x-ray later revealed that the joint has loosened. She returned to her surgeon in (B)(6) 2012 and was told that there was no reason for the joint to have separated. She stated that she went to have a second opinion and the new surgeon concluded that she would need a revision of the knee joint due to separation. Her surgery is scheduled for (B)(6) 2012.